Event description:
This spontaneous case was reported by a physician ((B)(6)) and describes the occurrence of device breakage ("two pieces of the white plastic introducer were present in the patient's uterus, fragments of the introducer may have remained in the uterus") and post procedural haemorrhage ("foreseeable metrorrhagia for around 48 hours") in a female patient who received essure (ess205) (batch no. 622313). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "after initial analysis, it became apparent that the surgeon who had used the storz hysteroscope very likely caused breakage of the introducer by closing the stopcock of the working channel". On (B)(6) 2007, the patient started essure (ess205). On (B)(6) 2007, the same day of starting essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and clinically significant/intervention required), device difficult to use ("slightly more difficult insertion than usual"), complication of device insertion ("lack of tubal sterilisation by essure, placement of the essure kit could not be performed"), complication of device removal ("fragments of the introducer may have remained in the uterus"), post procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("pain"). The patient was treated with surgery (on (B)(6) 2007, curettage). At the time of the report, the device breakage, device difficult to use, complication of device insertion, complication of device removal and procedural pain outcome was unknown and the post procedural haemorrhage had resolved. The reporter provided no causality assessment for device breakage, device difficult to use, complication of device insertion, complication of device removal, post procedural haemorrhage and procedural pain with essure (ess205). The reporter commented: after initial analysis, it became apparent that the surgeon who had used the storz hysteroscope for the previous procedure on (B)(6) 2007 had very likely caused breakage of the introducer by closing the stopcock of the working channel. As a result, the introducer was still in the working channel. Despite brushing, this was not detected and the procedure for cleaning and sterilising was pursued. It was only detected when expelled by the essure kit during the procedure on (B)(6) 2007. The hysteroscopes were returned to the unit to check the channels. The consequences for the patient were curettage, foreseeable metrorrhagia for around 48 hours, accompanied by pain and the lack of tubal sterilisation by essure. Reporter cannot be certain that no fragments of the introducer did not remain in the uterus. Diagnostic results: on (B)(6) 2007: hysteroscopy with storz hysteroscope for essure implantation: insertion without problems, slightly more difficult insertion than usual, then she noticed that two pieces of the white plastic introducer were present in the patient's uterus. She managed to extract them. They corresponded in size to approximately half of the introducer, placement of the essure kit could not be performed. Initial analysis found use of storz hysteroscope very likely caused breakage of the introducer by closing the stopcock of the working channel. As a result, the introducer was still in the working channel. Despite brushing, this was not detected and the procedure for cleaning and sterilising was pursued. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had a device breakage ("two pieces of the white plastic introducer were present in the patient's uterus, fragments of the introducer may have remained in the uterus") and experienced post procedural haemorrhage ("foreseeable metrorrhagia for around 48 hours"). At insertion it was noticed that two pieces of the introducer were present in the uterus. They were left behind in the hysteroscope from the preceding procedure on another day and were not removed upon sterilization. Now they were released into the patient's uterus during the current procedure. The physician could retrieve them but fragments possibly were left behind. Essure could not be placed. The patient underwent a curettage. Both events are in the reference safety information for essure. In the present case, parts left behind at a previous insertion procedure remained inside of the hysteroscope, even after cleaning. Then, the broken part was released when used in this patient. Given the nature of this event, causality with essure cannot be excluded. Surgeries traumatizing the endometrium, as a curettage, typically cause post procedural haemorrhage. As this procedure was required after attempted essure insertion, causality with essure cannot be denied. This case was regarded as incident since surgical intervention was required. Further information and a product technical analysis are being sought.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This spontaneous case was reported by a physician ((B)(6) reference number (B)(4)) and describes the occurrence of device breakage ("two pieces of the white plastic introducer were present in the patient's uterus / the introducer was still in the working channel (introducer from a previous procedure on another patient)") and post procedural haemorrhage ("foreseeable metrorrhagia for around 48 hours") in a female patient who had essure (ess205) (batch no. 622313) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "slightly more difficult insertion than usual" on (B)(6) 2007 and device use error "after initial analysis, it became apparent that the surgeon who had used the storz hysteroscope very likely caused breakage of the introducer by closing the stopcock of the working channel" on (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), complication of device insertion ("lack of tubal sterilisation by essure, placement of the essure kit could not be performed"), complication of device removal ("fragments of the introducer may have remained in the uterus") and procedural pain ("pain"). The patient was treated with surgery (on (B)(6) 2007, curettage). At the time of the report, the device breakage, complication of device insertion, complication of device removal and procedural pain outcome was unknown and the post procedural haemorrhage had resolved. The reporter provided no causality assessment for complication of device insertion, complication of device removal, device breakage, post procedural haemorrhage and procedural pain with essure (ess205). The reporter commented: after initial analysis, it became apparent that the surgeon who had used the storz hysteroscope for the previous procedure on (B)(6) 2007 had very likely caused breakage of the introducer by closing the stopcock of the working channel. As a result, the introducer was still in the working channel. Despite brushing, this was not detected and the procedure for cleaning and sterilising was pursued. It was only detected when expelled by the essure kit during the procedure on (B)(6) 2007. The hysteroscopes were returned to the unit to check the channels. The consequences for the patient were curettage, foreseeable metrorrhagia for around 48 hours, accompanied by pain and the lack of tubal sterilisation by essure. Reporter cannot be certain that no fragments of the introducer did not remain in the uterus. Diagnostic results: on (B)(6) 2007: hysteroscopy with storz hysteroscope for essure implantation: insertion without problems, slightly more difficult insertion than usual, then she noticed that two pieces of the white plastic introducer were present in the patient's uterus. She managed to extract them. They corresponded in size to approximately half of the introducer, placement of the essure kit could not be performed. Initial analysis found use of storz hysteroscope very likely caused breakage of the introducer by closing the stopcock of the working channel. As a result, the introducer was still in the working channel. Despite brushing, this was not detected and the procedure for cleaning and sterilising was pursued. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2017: quality safety evaluation of ptc. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-oct-2017 for the following meddra preferred term: device breakage - the analysis in the global safety database revealed 1.806 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.